Event description:
Sorin group (B)(4) received a report that the touchscreen of the s3 roller pump did not function correctly during an operation. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The device was returned to sorin group (B)(4) for evaluation. Testing of the returned touchscreen found that the display was damaged. Sorin group (B)(4)stated that the damage is consistent with having been caused by rough handling.